Event description:
It was reported that the device was removed in 2007 due to an infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).